Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The proportional valve and regulator were replaced to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the auto ventilation failed. There was no reported patient involvement. During ge healthcare technician checkout, it was noticed that error auto ppeak 23% occurred and there was a degradation of regulator.